Event description:
The pt received two leads with the same lot number. It was reported the pt has not received effective relief with the permanent system as received during the trial. Reprogramming was requested. F/u identified the pt programmer was replaced and the pt has been using new program. The pt has been reprogrammed several times to no avail. The next course of action has not been determined.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.